Event description:
The theatre manager was assisting surgeon performing a lateral release in the knee of the pt and noticed a burn on the outside of the pt's skin from the inside tissue of the knee.

Manufacturer narrative:
Additional info will be provided once investigation is completed.